Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of intermittent power was reproduced. This was most like attributed to a malfunction of the power switch (stuck and not being able to be restored to it's correct position). Additionally, there was confirmation of scope communication error b30, which was likely due to a faulty output socket. However; a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source experienced intermittent power. The issue occurred during preparation for use in a diagnostic unspecified procedure. There were no reports of patient harm.